Event description:
It was reported that balloon rupture and stent expansion failure occurred. The patient experienced may thurner syndrome. The 59% stenosed target lesion with around 5mm diameter was located in the mildly tortuous and compressed calcified distal external iliac vein. A 16x4x75 xxl esophageal balloon catheter was used to expand the wallstent in the common and external iliac vein. The stent was fully re-constrained; however, the wallstent did not expand sufficiently and in addition, a 12.0mm x 40mm x 75cm athletis balloon catheter was used. But during second inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed with no fragments left inside the patient and the procedure was completed with another of same athletis balloon. No patient complications were reported.

Manufacturer narrative:
D2b: product code: dqy. Device evaluated by MFR: an athletis device was received for analysis and the following attributes were examined. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 20 atmospheres as per athletis specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when water was observed to be leaking from a balloon pinhole located approximately 1mm distal from the distal markerband. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.